Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The manufacturer received information alleging an issue related to particles in bipap tubing/chamber. Patient alleges dizziness, shortness of beath, and headaches. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging particles in tubing/chamber, dizzy and having shortness of breath, nasal/throat irritation or soreness and also headaches related to a bipap device's sound abatement foam. There was no report of patient harm or injury. After the final attempt to have the device and components returned for evaluation, customer declined to respond to the gfe related questions and terminated the call. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In initial reports section b5 mentioned incomplete, correct b5 should be - the patient alleged particles in tubing/chamber, dizzy and having shortness of breath, nasal/throat irritation or soreness and also headaches related to a bipap device's sound abatement foam. There was no report of patient harm or injury. Corrected information was provided in d5 and g2. (Previously patient/consumer and report source was not included). Corrected information was provided in e1 and h4 (previously initial reporter telephone number and device manufacture date captured incorrectly and mail was not included). Section h6 updated in this report.